Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reported bleeding from bump to side of stoma noted in an amount that discolors urine in pouch. Changes every 5 days. Has used same product for 2 years. Rinses stoma with white vinegar once a month. Advised spouse to call primary care doctor to report.